Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 7:39 am, the meter result was 3.2 inr. At 2:00 pm, the laboratory result was 2.4 inr. The reagent used was requested but was not provided. There was no allegation of an adverse event. The therapeutic range was 2.0 -3.0 inr. The customer was not anemic or polycythemic, not on direct thrombin inhibitors, no heparin, no coumadin dose changes, no diet changes, and no symptoms of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's meter and 1 test strip were returned for investigation and were tested with quality control materials. Testing results: qc 1: 3.1 inr. The obtained qc value was in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.